Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was observed on stored egm after programming changes were made. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for implant. The device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.